Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe did not cut and the aspiration was working during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient. This is for one of two reports for the same procedure.

Manufacturer narrative:
One opened probe was received with no tip protector. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle and foreign material on the port, cutter, and needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration with the inner cutter remaining in the port of the needle during testing. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and one other location along the inner cutter. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The cutter/coupling adhesive bond filet was visually inspected and found to be conforming. The complaint evaluation indicated that the returned probe had actuation and aspiration failures. The cut functionality of the returned probe was unable to be tested however, the observed actuation failure would have led to the reported cut failure. The cause of the observed aspiration failure is the inner cutter remaining in the port of the probe needle, due to the actuation failure, and obstructing aspiration flow through the probe. The root cause for the actuation failure, as well as the observed foreign material, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor to the actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. No action has been taken specific to the reported event as it appears that the observed actuation failure was due to excessive use of the probe by the user. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of probe could not cut ; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).